Event description:
On 09/05/2009, the lay-user/patient contacted lifescan alleging that a one touch ultra would not power on. The pt tests his blood glucose 3-4 times a day. He manages his diabetes with lantus insulin and sliding-scale humalog insulin based on his meter readings. The pt indicated that the alleged meter issue started the day before, at 10:00 am. As a result of the alleged issue, the pt did not take any sliding-scale humalog insulin dosages throughout the day. At around 10:00 pm that same day, the pt claimed that he developed symptoms of frequent urination which he associated to high blood glucose. As a result of developing the symptoms, the pt administered self-care by taking 5 units of humalog insulin. The pt was unable to recall what his last blood glucose reading was prior to when the alleged meter issue began. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.